Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication. During hospitalization, the patient experienced peritonitis. It was reported that the patient¿s pd catheter was discontinued and the patient was switched to hemodialysis. Approximately three months after onset of the peritonitis event, the patient passed away. The cause of death was reported to be due to an unrelated event. The patient had not recovered from the peritonitis prior to the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unknown date during (B)(6) 2014 hospitalization, the patient was diagnosed with peritonitis. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.